Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Was the green checkmark visible at the end of the firing? Was there any difficulty removing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? How was it determined by the surgeon that staples were not formed properly? Can more information be provided on the shape of the staples that were not formed properly and specific location on the anastomosis? What was done to address the staple line where the staples were not properly formed? How was the fistula identified? How was the fistula addressed? What is the current status of the patient? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that during a laparoscopic left hemicolectomy, it was used a cdh29p, once concluded it was checked the anastomosis and it was noticed a clips slightly not formed properly. It was performed the pneumatic check and it was ok. After 5-6 days the patient had a fistula. The colon was ok and anastomosis intact. Additional information was provided that there had been anastomotic leakage after 5 days. After an endoscopic check, dr b saw points that were not properly closed. An overcast was carried out. The patient had anastomotic leakage on day 5 at the point where the points had not closed properly. The anastomosis was perfused. Young patient, no smoker, no damaged tissues. No element that could suggest a possible complication. Patient is fine.

Manufacturer narrative:
(B)(4). Photo evaluation summary: upon visual inspection of two photos, the following was observed: the photos show tissue with staples that appears to be properly formed from front view. Based on the photo alone the event described cannot be confirmed.